Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The affiliate reported: on (B)(6) 2014, the hospital pharmacist mrs (B)(6) informed me of a leakage problem occurring at the "patient line" stopcock of a (B)(4) external drainage system eds3. The "patient line" stopcock is the stopcock between the connection patient line and (B)(4) evd catheter on the one hand and the needle free injection sample port on the other hand. When mrs (B)(6) provided me with the product, I was able to see a little crack at the port where the nurses installed another line with a stopcock for the connection with a fluid coupled transducer.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the eds iii was visually inspected, and confirmed cracks in the 3 way connector. This could be due to over tightening or wrong handling but this could not be confirmed. These devices are tested at a 100% for leaks and blockages. Review of the history device records confirmed the valve conformed to the specifications when released to stock. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.